Manufacturer narrative:
An event of device embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an off-label paravalvular leak closure, two 8 mm amplatzer vascular plug 4's (avp4) were deployed in the defect. The first 8 mm avp4 was released and embolized into the left femoral artery. The second 8 mm avp4 (lot: 5622778) was recaptured and removed. The embolized 8 mm avp4 was percutaneous removed using a goose neck snare. The leak was closed successfully with an 12/5 mm amplatzer vascular plug iii and the patient has been discharged. Patient identifier, age, weight and gender is protected under local privacy laws, and therefore is not recorded.